Event description:
The customer tested her blood glucose and received a reading of 406 mg/dl using her breeze2 meter. She retested using another meter and received a reading of 145 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.